Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a one-link catheter extension set had an unspecified problem with its retractable collar. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown clearlink set had an unspecified problem with its retractable collar. The reporter stated that this issue resulted in a leak. This occurred while the patient was connected for infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.